Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly a mars MRI on the right hip on (B)(6) 2015 revealed "curvilinear fluid collection draped over the greater trochanter." Based upon these findings and patient's symptoms he underwent revision surgery on (B)(6) 2015, and during this surgery the surgeon noted "frothy turbid yellow trochanteric bursa fluid" and "small amount abnormal green and yellow amorphous to semi-solid material in periacetabular soft tissues and behind liner." Of the abductor group, doctor noted "incompetent anterolateral muscle closure of abductors on greater trochanter. Poor quality residual anterior abductors." Also round "black material on trunnion."

Manufacturer narrative:
An event regarding revision involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: not performed as medical records were not provided for review. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, medical records, histopathology reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly a mars MRI on the right hip on (B)(6) 2015 revealed "curvilinear fluid collection draped over the greater trochanter." Based upon these findings and patient's symptoms he underwent revision surgery on (B)(6) 2015, and during this surgery the surgeon noted "frothy turbid yellow trochanteric bursa fluid" and "small amount abnormal green and yellow amorphous to semi-solid material in periacetabular soft tissues and behind liner." Of the abductor group, doctor noted "incompetent anterolateral muscle closure of abductors on greater trochanter. Poor quality residual anterior abductors." Also round "black material on trunnion."